Event description:
The customer biomedical engineer reported that the oxygen (o2) sensor was found cracked during the extended self-testing of the 840 ventilator. The device was no in use on a pt at the time the malfunction occurred. Customer reported to have replaced the o2 sensor. The device passed extended self-testing.

Manufacturer narrative:
Covidien reference # (B)(4).